Event description:
It was reported that approximately three years and nine months post port implant via the right internal jugular vein, x-ray imaging was performed which allegedly identified catheter break. It was further reported that the distal catheter segment allegedly migrated to the right atrium. Reportedly, the port body and the distal catheter segment were removed. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in four segments and one cath-lock were returned for evaluation. Gross examination of the port body showed multiple puncture access of the port septum and sutures to two of the suture holes. The proximal segment was returned attached to the port body. The cath-lock was not seated against the port body. The edges of the multiple break surfaces aside from the one that was noted to be longitudinal and the one that showed visible striations and appeared cut were all rounded in the typical fashion observed in flexural fatigue failures. The photos provided by the complainant also confirm the nature of the break surfaces of the catheter. The investigation is confirmed for the alleged fracture specifically due to flexural fatigue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4, h6 (device code: 2889 - deformation due to compressive stress) h11: h3, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation and a photos have been provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately three years and nine months post port implant via the right internal jugular vein, x-ray imaging was performed which allegedly identified catheter break. It was further reported that the distal catheter segment allegedly migrated to the right atrium. Reportedly, the port body and the distal catheter segment were removed. The patient was reported as stable.